Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that a customer was hospitalized on (B)(6) 2016 with a high blood glucose level of 483 mg/dl. Customer was wearing the pump at the time of emergency room visit. The customer stated that the high blood glucose was caused by a no delivery from the insulin pump. The customer was treated for their blood glucose with IV. The nurse was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Nurse was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin did exit the tubing. The customer did not return the product back for analysis.